Event description:
The customer reported via phone call that the insulin pump keypad buttons are scrolling on their own. The event leading to the keypad issue was sweat. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The blood glucose reading was unknown. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump had a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.